Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, thrombosis, high risk pregnancy and vulvovaginal candidiasis. Concurrent conditions included rape victim, adjustment disorder with mixed anxiety and depressed mood, depressed mood, stress, vaginal discharge (description: odorless and yellowish), abdominal pain ((sharp pain in left side" has been having this pain for about 2 weeks)), left lower quadrant pain (llq pain past 2 weeks, described as sharp & stabbing, is present at least once a day (about 30 seconds) and is painful), post-traumatic stress disorder, leukorrhea, vertigo, benign paroxysmal positional vertigo, pre-menstrual tension syndrome, ovarian cyst ruptured and amenorrhea (severity: no menses since: (jan)). Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), bladder disorder ("blader problems"), urinary tract disorder ("urinary tract disorder") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and patient had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: on (B)(6) 2006: essure tubal coil placement. Extended to ostia. 2coils on right and 3coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6) 2006: results: non-reactive. Hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events per pfs: dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, bladder problems, urinary tract disorder and vaginal discharge were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, thrombosis, high risk pregnancy and vulvovaginal candidiasis. Concurrent conditions included rape victim, adjustment disorder with mixed anxiety and depressed mood, depressed mood, stress, vaginal discharge (description: odorless and yellowish), abdominal pain ((sharp pain in left side" has been having this pain for about 2 weeks)), left lower quadrant pain (llq pain past 2 weeks, described as sharp & stabbing, is present at least once a day (about 30 seconds) and is painful), post-traumatic stress disorder, leukorrhea, vertigo, benign paroxysmal positional vertigo, pre-menstrual tension syndrome, ovarian cyst ruptured and amenorrhea (severity: no menses since: (jan)). Concomitant products included medroxyprogesterone acetate (provera) and norethisterone (ortho micronor). On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"), 1 year 9 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("blader problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation and patient had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, bladder disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6)2006: essure tubal coil placement. Extended to ostia. 2coils on right and 3coils on left. Discrepancy noted : as per pfs dated (B)(6)2020 essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): antibody test - on (B)(6)2006: results: non-reactive. Hysterosalpingogram - on (B)(6)2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received. Event " abnormal bleeding (vaginal)" was added. Patient aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.